Event description:
The distributor reported that the ok button did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation revealed that the keypad buttons were intermittently activating desired pump functions when pressed. Multiple button presses were required before the ok button engaged. None of the keypad buttons clicked or sprung back normally. Contamination was present under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.